Manufacturer narrative:
Section a2, a3a,a3b, a4, a5, a6: information unknown/not provided. Section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: device code of 3191 dissatisfaction - quality/design. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the silicone tubing in baerveldt glaucoma shunt is more weak recently. Additional information was received that the surgeon is still noticing the device has changed and indicated that the tubing is more flimsy. The surgeon has trouble inserting in the sclera tunnel. It was also reported that the implant was fully inserted. In addition, because the tubing is flimsier, it has a tendency to kink. When the surgeon sutures the tubing, because it is so fragile, the suture will cut the tubing which is not normal. Lastly, it was reported that after the surgeon sutured some of the tubing's to fixate it, when they perform the flushing test, it leaks from the micro holes in the tubing. Patient status reported as unknown. No other information was provided. This report is for 1 of the 5 reported events. A separate report is being submitted for each of the 5 products.

Manufacturer narrative:
Upon further review, it was determined that based on the surgeon's report of "after the surgeon sutured some of the tubing's to fixate it, when they perform the flushing test, it leaks from the micro holes in the tubing." In reviewing the initial MDR, it was noticed that the following information was inadvertently not included, it was reported in an optimal case the tubing should be blocked. Hence, the tube leaks during the flushing test. Therefore, the event is no longer considered a reportable malfunction and no further information will be provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.